Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy due to auto-reduction following a physical altercation. Troubleshooting revealed high impedances on the t12 lead. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2023 wherein the t12 lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.